Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in 2022, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022 the patient¿s inner tube was difficult to flush, feeling like it was ¿a vacuum,¿ and the patient was experiencing pain around his navel. The connectors were replaced and the tubing shortened, but the tubing remained difficult to flush. A CT scan showed no issues of the intestines. On (B)(6) 2022 an endoscopy was performed and the tubes were removed, a bezoar was found on the intestinal tube.